Event description:
On 5/11/99, a pt was found unconscious by pt's mother who called paramedics. Paramedics administered narcan secondary to the pt's poor responsiveness and history of IV drug abuse. When responsiveness did not improve, pt was transported via ambulance to the hospital emergency department. The pt arrived at the emergency room not responding to verbal commands, but responsive to pain stimuli, breathing spontaneously, moaning with each breath, and slightly tachypneic. Emergency room physicians administered flumazenil without improvement in mental status. Charcoal was administered via nasogastric tube without improvement in the pt's mental status. Vital signs: temp 96.5 degrees f, pulse 135, respirations 40, blood pressure on hundred teens/70s. The pt's pupils were fixed/dilated although a slight blink reflex was present and the pt moved eyes spontaneously in all directions. Pulses (carotid, femoral, dorsalis pedis, radial) were ok. The pt had a purple rash on cheeks bilaterally, clenched teeth, and a stiff neck. Lips and hands were blue and feet were mottled with poor capillary refill. The abdomen was soft, diffusely tender but not dense. The pt was admitted to ICU with a preliminary diagnosis of shock syndrome, likely toxic shock syndrome. Due to poor peripheral IV access secondary to drug abuse history, a central venous catheter was placed in the right subclavian to monitor fluid status, administer fluids, and to obtain lab specimens. Because an abnormal respiratory pattern suggested neurologic abnormality, a neurology consult was ordered. A nasogastric tube was placed to relieve extensive gastric distention seen on abdominal x-ray. Pelvic exam revealed the presence of approximately 400cc of foul-smelling vaginal discharge, and a tampon. An echocardiogram and fresh frosen plasma were ordered. The pt rec'd vancomycin, flagyl, and rocephin. Stress doses of corticosteriods were administered. Approximately 2 hours later, the pt became apneic and bradycardic with rapid degeneration to asystole. Advanced cardiac life support protocol was run for 35 minutes without success, and the pt expired. The info in the pt's medical record, including the citation of "overwhelming sepsis" on the death certificate as an underlying cause of death, does not provide any direct evidence that a tampon contributed to this event. Currently available info does not, however, eleminate the possibility of tampon involvement.